Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10546507. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10645199. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10645199.

Event description:
It was reported that the patient experienced ineffective therapy and pain at the pocket site. As a result, surgical intervention was undertaken on (B)(6) 2025 where the system was explanted to address the issue. One anchor was not explanted and contacts from one lead were left implanted. It is unknown which lead caused ineffective therapy and which anchor was not explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.